Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up with high pacing lead impedance. Capture thresholds had also increased. Isometric testing was recommended. Lead replacement is likely. Further information could not be obtained at this time.